Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart more than once. Troubleshooting was performed. Customer blood glucose reading was 186 mg/dl. The incident started while the customer was waking up from bed. The customer said alarm reoccurred after changing battery in the insulin pump. Customer said pump has not been stored without battery or with a depleted battery. Customer was advised to observe the time clock and not sure if time advanced. Customer was advised the pump will need to be replaced but she may continue to use it until replacement arrives.

Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to moisture damage on electronics. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm, time anomaly due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.